Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 780 insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states select patient information cannot be provided due to regional privacy regulations.

Event description:
Information received by medtronic indicated that the customer reported that there was a critical pump error 35 - a broken force sensor was detected during seating or regular delivery on the insulin pump. No harm requiring medical intervention was reported. Troubleshooting was performed and explained that the error occurred while the insulin pump was performing safety checks. The customer will discontinue using the device and the insulin pump will be returned for analysis.